Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.